Manufacturer narrative:
The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported problem. Diagnostics indicated that the circulation fan and possibly the isolation mounts were affected. The rse provided the customer with part information, including (cooling fan) and (isolation mounts, 4-pack). The customer plans to order the cooling fan and, if needed, the mounts to repair the device. The customer replaced the (cooling fan) and (isolation mounts, 4-pack) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a biomedical technician (biomed) regarding a v60 ventilator that was being used to create a treatment plan for respiratory assist. The customer observed that the circulation fan was not spinning, and the device displayed a cooling fan speed error with code 1125 recorded in the significant log. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported problem. Diagnostics indicated that the circulation fan and possibly the isolation mounts were affected. The rse provided the customer with part information, including (cooling fan) and (isolation mounts, 4-pack). The customer plans to order the cooling fan and, if needed, the mounts to repair the device. The investigation is ongoing.